Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during an open trans-atrial tmvr procedure, a 23mm sapien 3 valve was placed and reportedly expanded with a 22 mm balloon (type of balloon not documented). The patient¿s gradients and regurgitation were improved immediately, and the heart team was extremely pleased. However, the patient was not placed on anticoagulation and five months post operatively, the patient was hospitalized with heart failure symptoms. Upon tee, leaflet immobility was observed, which was attributed to thrombosis. Anticoagulation was discussed to resolve the thrombosis. The plan was to do a repeat open procedure to resect the leaflets of the current sapien 3 valve and place another sapien 3 valve in its place, but initiate anticoagulation in the interim. Additional information provided confirmed that a second 23mm sapien 3 valve was implanted. It is perceived that in addition to the lack of anticoagulation, the valve may have been under deployed as the stent diameter measured approximately 19mm.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI reference number: (B)(4) : additional information provided by the hospital medical records indicated that approximately four months post tmvr the patient was admitted for rhinovirus/fevers. Echo performed one day after admission showed the stent valve was well placed, left and right anterior cusps were fixed in the closed position, the leaflet edges appeared to not be tethered together, however the leaflet edges were stated to be "rolled". There was some pvl present and a mean mitral gradient of 16mmhg with severe valvular insufficiency. Twenty one days after admission the patient was transferred for fever and difficulty breathing. The mother reported recent rhinovirus, and on this admission patient was found to have right sided ear infection and sirs, was started on IV antibiotics. The patient was found to be covid 19 negative. Tee showed the stent valve was well placed, left and right anterior cusps weree fixed in the closed position, the leaflet edges appeared to not be tethered together, however the leaflet edges were stated to be "rolled". There was a small area of pvl near the septum with a mean mitral gradient of 12-14mmhg and moderate insufficiency. There was also a large, mobile "pedunculated" structure in the lv attached to the lv wall that is most likely consistent with papillary/chordae rupture. The patient was discharged home the next day on plavix and asa. The valve was not returned to edwards lifesciences, as it remains implanted in the patient. A device history record (DHR) review was performed and did not reveal any manufacting non-conformance that would have contributed to the complaint event. The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 3% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). Per the instructions for use (IFU), valve regurgitation and cardiovascular injury, including perforation or dissection of valvular structures are potential adverse events associated with bioprosthetic heart valves and the tmvr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Chordae tendinea rupture in tmvr can occur during advancement of the guidewire, bav catheter, or delivery system and is most likely to occur with antegrade approaches, however, can occur with a retrograde approach. In some cases, intervention may not be required; however, if the rupture is significant it typically results in profound mitral regurgitation and will require intervention to prevent permanent injury. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, and careful manipulation of devices. Per the thv ta training manuals, after gaining lv access with the 0.035¿ soft guidewire, the wire should be jiggled under tee imaging of the mitral valve. An increase in mr suggests wire entanglement in the mitral sub-valvular apparatus. If entanglement is suspected, the guidewire should be completely removed from the ventricle; the operator should change direction of the needle and reinsert the guidewire into the ventricle, checking again for wire entanglement. The tf training manual also provides guidance for valve crossing and wire exchange: exchange 0.035¿ amplatz extra-stiff wire with pre-shaped distal end in left ventricle. Ensure guiding catheter is advanced upon wire exchange to ensure exchange wire does not get caught in the mitral chordae. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or nonfunctioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve. Occasionally there are cases where the root cause of the nonfunctioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the leaflet immobility, severe valvular insufficiency and chordae rupture that was seen four months post procedure was likely caused by procedural factors (manipulation of devices, under-deployment of the valve) and/or patient factors (age 2yrs old, congenital abnormality). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.